Manufacturer narrative:
(B)(4).field service engineer inspected the device and the alleged malfunction could not be duplicated. The ventilator passed all the required testing.

Manufacturer narrative:
A touch frame printed circuit board (pcb), keyboard, compressor pcb, compressor air dryer assembly and a compressor solenoid valve assembly (csva) were returned to covidien/medtronic¿s product analysis. A visual inspection of the returned components was performed and a component in the touch frame pcb was found broken, the keyboard had the top adhesive cover torn, no anomalies were found on the compressor pcb and compressor air dryer assembly, the csva had damaged to the solenoid connector. The touch frame pcb, keyboard, compressor pcb, compressor air dryer assembly and csva were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause of the touch frame pcb was isolated to the broken component; however, the origin of the damage could not be determined. The keyboard root cause was due to customer mishandling. The compressor pcb root cause was isolated to a component (u6) on the pcb. No fault was found on the compressor air dryer assembly. The csva was isolated to a vendor process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator had a blank screen. There is no reported patient involvement associated with this event.